Manufacturer narrative:
Upon receipt, the returned home monitor was tested and the pit led is not lit. However, the status light remained orange and communication was not possible. The observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. However, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedlt, on 28-march-2025, the pit button is a constant red. Unable to troubleshoot and when device is restarted the pit is still red.

Manufacturer narrative:
Since the subject device is not returned yet, no results are available yet.

Event description:
Reportedly, on (B)(6) 2025, the pit button is a constant red. Unable to troubleshoot and when device is restarted the pit is still red.